Manufacturer narrative:
An event of device embolization, few hours after the implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported embolization could not be conclusively determined. Based on the cine review, it is possible procedural conditions (close criteria had not been achieved prior to release) contributed to the reported device embolization. The reported medical intervention was a result of case-specific circumstances as the embolized device was snared. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The landing zone measurement was 22x24mm on 3d. The device was successfully implanted after satisfying the close criteria and tension test. The device compression was in a tire shape. A transthoracic echocardiogram (tte) was done 4 hours later at 4pm and the device appeared to have moved. A tee probe was put down the patient's throat which revealed the device had left the left atrial appendage (laa) and was sitting on the mitral valve. The device got retrieved with a raptor device. The patient was reported stable and discharged.